Event description:
It was reported that during a coronarography procedure, air was injected in the coronary artery of the patient. The patient's condition was reported as "safe with no further complications."

Manufacturer narrative:
The suspect device was returned for evaluation. It was visually examined and the complaint was confirmed; a female port of the manifold was damaged. The damage was consistent with damage seen from over-tightening mating parts. Fluid testing confirmed a leak. Both luers were measured and no dimensional issues were noted. The device history record was reviewed with no related exceptions noted. The complaint database was reviewed and no related complaints were identified from the suspect lot. The device failure was attributed to excessive force applied to luers during assembly. Device history record was reviewed, complaint database was reviewed.